Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012862191 was returned and analyzed. No anomalies were identified during external visual inspection of the array segment. During external visual inspection of the shaft and handle segments, it was observed that the shaft was broken at the handle distal end. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issue (no signal) was not confirmed through testing. The catheter failed the returned product inspection due to broken shaft at the handle distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a a cardiac ablation procedure, no signals were observed once the catheter was inserted into the patient. The catheter interface cable (cic) cable and catheter were replaced and signals then appeared. It was also reported that an incorrect hook was used because a ¿blazer¿ was used instead of the normal coronary sinus catheter, and this was assessed as human error and not product-related. The case was completed. No patient complications have been reported as a result of this event.